Manufacturer narrative:
As reported in a research article, platypnea-orthodeoxia and patent foramen ovale in a patient in the setting of covid-19. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported hypoxia could not be conclusively determined. It is possible that patient comorbidities contributed to the event, however this cannot be determined. An unexpected medical intervention was a result of case-specific circumstances, as oxygen was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: platypnea-orthodeoxia and patent foramen ovale in a patient in the setting of covid-19. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "platypnea-orthodeoxia and patent foramen ovale in a patient in the setting of covid-19", was reviewed. This article presented a case study of a 69-year-old female patient with a history of left facial weakness, disorientation, ischemic stroke, hypertension, and covid-19 pneumonia. A 25mm amplatzer talisman pfo occluder was selected for implant on an unknown date for a patent foramen ovale (pfo) closure. The device was successfully implanted. A week post-implant the patient continued to require oxygen despite successful pfo occlusion, most likely attributed to the patient's subacute covid-19 pneumonia, though this was not confirmed. The patient was discharged with home oxygen to a nursing facility to complete rehabilitation. [The primary and corresponding author was laura sarmiento, department of medicine, baylor college of medicine, houston, texas, united states, with corresponding e-mail: laura.sarmiento@rutgers.edu.].